Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that her implant shut off when blasting/clearing an area for a hotel nearby was taking place. It turned off her implant, so she got a magnet out and was able to turn it back on right then and it resolved. The patient spoke with a manufacturer representative (rep) at the time. This occurred in 2005. The indication-for-use (IFU) was unknown. Follow-up is being conducted to identify the device involved in the event. If additional information is received, a follow-up report will be sent.